Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The lesion was located in a shunt. The f/g sterling otw 4.0 x 20/40 (4f) balloon was inflated and ruptured at four atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The lesion was located in a shunt. The f/g sterling otw 4.0 x 20/40 (4f) balloon was inflated and ruptured at four atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination showed there was blood and contrast in the balloon and inflation lumen. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall in the mid-section of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).